Manufacturer narrative:
PMA/510(k)#: p100022 and s001 incident meets reporting criteria of an FDA MDR report based on the surgical intervention carried out as a result of restenosis occurring while a zilver ptx stent was indwelling. The ziv6-35-125-6.0-120-ptx of lot number c793706 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: "findings: angiography from implantation (B)(6) 2012 was provided. The target lesion was an occluded proximal left sfa 10 cm smart stent and contiguous mid sfa occlusion. The 12cm zilver ptx was implanted a centimetre proximal, within, and one centimetre distal the 10cm smart stent. The second zilver ptx stent was then implanted overlapping the proximal zilver ptx stent by 3cm. Stent constraint upon deployment revealed mild stenosis from neointimal hyperplasia throughout the smart stent with superimposed moderate stenosis in the distal smart stent and mild stenosis in the distal sfa with a superimposed moderate to severe stenosis at the adductor canal. Post stenting angioplasty, the neointimal hyperplasia mild constrained the zilver ptx stents inside the smart stent. A completion angiogram with contrast demonstrated poor distal runoff. From proximal to distal, the distal sfa and above knee pa were mild to moderately narrow (25-50%) with a moderate to severe (50-75%) knee joint pa stenosis. The below knee pa was diffusely mild to moderately narrowed. The tibial peroneal trunk was moderate to severe narrow. The peroneal artery was occluded. The proximal anterior tibial artery (at) was focally occluded. It reconstituted in the mid-calf and remained patent to the foot although it was diffusely moderate to severely narrow throughout. Angiography from the first re-intervention (B)(6) 2014 was provided. C02 angiography demonstrated recurrent zilver ptx stent occlusion from a proximal zilver ptx in-stent moderate stenosis and a distal zilver ptx stent occlusion no significant residual neointimal hyperplasia was present except in the distal sfa zilver ptx stent inferior half. This was contiguous with moderate stenosis extending to through the above knee popliteal artery. The popliteal stenosis had progressed since the prior intervention but was still moderate. A distal anastomotic stenosis of a right femoral popliteal artery bypass was angioplastied during the intervention. No imaging of the runoff was provided. Impression: although c02 angiography demonstrated stent occlusion at each re-intervention, this was likely false. The stents were only severely narrowed. First, the poor distal runoff was still intact after three re-interventions despite no thrombolysis. Had the stents been thrombosed, the runoff would have been occluded by emboli. Second on back to back contrast and c02 angiography, contrast demonstrated patency where c02 demonstrated occlusion. The proximal zilver ptx was never shown to be more than mildly narrow from neointimal hyperplasia. The distal zilver ptx stent demonstrated three occurrences of at least moderate to severe stenosis from neointimal hyperplasia. Numerous risk factors for neointimal hyperplasia and recurrence were present including global severe vascular disease, the presence of pre implantation in-stent occlusion, long lesion and stented segment length, unaddressed popliteal stenosis, poor runoff, left common iliac inflow limitation, inflow competition from the right leg, and numerous medical factors listed in the complaint report. The overall burden of vascular disease was very high. The chronic right iliac artery and sfa occlusion, the severe left subclavian stenosis, and the repeated occurrence of right fem-pop bypass distal anastomotic stenosis are evidence of this." Based on the imaging review, the angiography from the first intervention demonstrated recurrent stent occlusion from a proximal ptx in-stent moderate stenosis and a distal ptx stent occlusion. The independent reviewer concluded that the proximal stent was only mildly narrowed from neointimal hyperplasia and the distal stent demonstrated moderate to severe occurrences of stenosis from neointimal hyperplasia. According to the independent reviewer, various risk factors for neointimal hyperplasia and recurrence were present, which may have contributed to the events including: global severe vascular disease, pre-implantation stent occlusion, long lesion and stented segment length, unaddressed popliteal stenosis, poor runoff, left common iliac inflow limitation, inflow competition from the right leg, and numerous medical factors. The customer complaint is confirmed as imaging revealed stenosis due to neointimal hyperplasia. According to complaint information provided, worsened claudication was observed on the patient. It can be noted that worsened claudication indicates progression of peripheral artery disease and can also be associated with restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta was performed against the restenosis and the patient's condition recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. On (B)(6) 2012, two ptx were implanted ( ziv6-35-125-6.0-120-ptx / c793706) x 2 in left upper sfa. On (B)(6) 2014, restenosis (50-99%) where ptx were placed was confirmed. Worsened claudication was observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the patient's condition recovered. This report addresses the first device reported. An additional separate report will be submitted in relation to the second device reported- report reference number: 3001845648-2015-00068.

Event description:
On (B)(6) 2012 ,two ptx devices were implanted (ziv6-35-125-6.0-120-ptx/c793706) in the left upper sfa. On (B)(6) 2014, restenosis (50-99%) where the ptx devices were placed was confirmed and worsened claudication was observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the patient's condition recovered. There have been no reported adverse effects to the patient. This report addresses the second device reported. An additional separate report will be submitted in relation to the first device reported- report reference number: 3001845648-2015-00067.

Manufacturer narrative:
(B)(4). Incident meets reporting criteria of an FDA MDR report based on the surgical intervention carried out as a result of restenosis occurring while a zilver ptx stent was indwelling. The ziv6-35-125-6.0-120-ptx was implanted in the patient and therefore is not available for evaluation. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. According to complaint information provided, worsened claudication was observed on the patient. It can be noted that worsened claudication indicates progression of peripheral artery disease and can also be associated with restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however, a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta was performed against the restenosis and the patients condition recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.